Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was stuck on loading screen. A technical support specialist had confirmed with customer that the mini-drawer has been recovered by the user and no problem found. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, it stuck on loading screen with error message. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.